Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the align to urethral support may include, but are not limited to: postoperative hematoma, seroma abscess or fistula formation, or scarring which may occur following the implant procedure; urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure; irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection; extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa; inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
Complaint #(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, vaginal pain and bleeding, vulvar irritation, dysuria, dyspareunia for both herself and partner and recurrence of her stress urinary incontinence. On exam, she was found to have a one cm area of mesh exposure in the left anterior vagina and was taken back to the operating room for closure of the epithelium over the exposed mesh. Unfortunately she had recurrence of the mesh erosion and the mesh was trimmed in office. She underwent physical therapy for her incontinence with no improvement. A gynecare tvt sling was placed in (2012) for her recurrence of stress urinary incontinence at which time she was also noted to have a stage two rectocele. She also suffered mesh erosion with this sling requiring an in-office excision and recurrence of her stress urinary incontinence after the excision. In (2013) she presented for her annual exam with complaints of spotting and worsening sui as well as her husband continuing to feels something with intercourse. She was found to have erosion of approximately one cm of the right arm of the align sling as well as erosion of very tip of gynecare tvt on right periurethral site and she was referred to urogynecologist. Dr. (B)(6) documented that there was no obvious areas of erosion although her vaginal mucosa was thin and the mesh was palpable underneath the urethra but appeared to be submucosal. Vaginal estrogen was ordered as well as uds which demonstrated stress urinary incontinence, cystocele and detrusor over activity. Cystoscopy was planned and options including an autologus sling and anticholinergics were discussed. Her current status is unknown.